Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's pressure didn't rise. There was no harm or injury reported. The device was returned to the manufacture for evaluation and the customer's complaint was confirmed. The device's overhead blower filter was replaced to address the issue. There was evidence of contamination.

Event description:
The manufacturer received information alleging a ventilator's pressure didn't rise. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.